Manufacturer narrative:
Requested product was not received for investigation. Retained test strip samples from the same lot reported by the customer 45068 were tested with control solution instead. All results were within the range of specification and no errors were observed. The complaint is not confirmed.

Manufacturer narrative:
This is an initial report. The customer's product has been requested back for an investigation. A follow-up report will be filed once investigation results are available.

Event description:
The lay user/patient contacted lifescan alleging the meter does not power on. The issue was not resolved with troubleshooting. There were no allegations of harm or injury. Replacement products were sent to the patient.

Event description:
Customer's son reported customer received a reading of 63 mg/dl from their precision xtra meter which was higher than a hcp meter reading (31 mg/dl). Customer's son also reported customer experienced symptoms of face flushing, unable to speak well and wobbly walking. Paramedics were called and treated customer with an IV. There was no report of diagnosis, death or permanent impairment associated with this event.

Manufacturer narrative:
The date received by manufacturer on follow-up #1 should have reflected the date of (B)(6) 2010. As per the arrangements discussed with (B)(4) at FDA, this MDR is being submitted for correction as explained to the agency in a (B)(4) 2011 letter addressed to (B)(6).